Event description:
The reporter did meter to lab comparison tests. The tests were done just over an hour apart, in a fasting state. The meter reading 139 mg/dl, and the lab test result was 189 mg/dl, and the lab test result was 189 mg/dl. The reporter did not have any symptoms. No harm was alleged.